Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the service department of olympus thailand (oth). The inspection of the subject device by the service department of oth confirmed followings; lighting failure due to a faulty igniter. (The emergency lamp lights up). The service department of oth checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of oth, there was the possibility that the reported phenomenon was attributed to the failure of the scope socket due to the repeatedly use for a long-term use because more than 7 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that an error (e300) was displayed and the front panel was blinking during preparation for use. The customer rebooted the device but the phenomenon was not resolved. The procedure was completed. Then, olympus engineer visited the user facility and confirmed that the phenomenon was reproduced. There was no report of patient injury associated with this event.